Event description:
Prior to an implant procedure, the device was interrogated and it was noted that the device was in backup mode. The device was not implanted and a new device was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported event of backup vvi was confirmed. Electrical testing revealed an anomalous reference voltage, which resulted in the reset. The anomalous reference voltage was caused by an intermittent connection of the reference voltage¿s capacitor to the hybrid.